Event description:
It was reported that during testing, the pump triggered error codes '45630, 45636, 41628'. Upon investigation it was observed, the error codes on the event log. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and displayed an error code. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed. The reported issue was confirmed; however, the probable cause was attributed to a pwa board malfunction. The motor was replaced and reset odometer to zero. Downstream occlusion (dso) calibrated and performance verification testing (pvt) was performed, and the unit passed all testing criteria. The software was updated.